Event description:
While two cnas were transferring a pt, the connection between the arm of the lift to the sling allegedly bent, causing the consumer to fracture their hip. The dealer alleges there was no nut on the bolt and the bolt was stripped. The u-shaped piece that the bolt goes through was allegedly bent as well. Serious injury is alleged.

Manufacturer narrative:
During a transfer, the lift allegedly bent and the user sustained a fractured hip. The lift is shipped to the distributor requiring some assembly. The actuator assembly requires a bolt and nut to be attached to a u shaped bracket on the boom of the lift. MFR's instructions cover proper assembly of the lift.